Event description:
Attorney reported: the pt suffered injury and damage associated with his use of the defective product, a bard composix mesh. As a result of having the patches implanted in him, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.